Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead oversensed noise. Programming changes were discussed, but no changes or intervention was reported. There were no patient consequences.

Event description:
New information received noted the oversensing triggered inappropriate mode switch. The lead was explanted and replaced. During surgery, damage occurred to the lead insulation. The patient was in stable condition.